Manufacturer narrative:
Additional information was received that patient was actually tested on (B)(6) 2015 and patient 2 was actually tested on (B)(6) 2015. Patient 1 initial chloride result was actually 164.7 mmol/l with a data flag. The sample was repeated and the results were 103.6 mmol/l and 106.4 mmol/l. A specific root cause could not be identified. The investigation found the chloride results recovered in the opposite direction upon rerun than the sodium and potassium. Possible root causes for this phenomenon include air in the sample channel, leakage current coming from the waste, or old and/or expired reference electrode.

Event description:
The customer received questionable ion selective electrode (ise) results for two patient samples. Of the data provided, only the following results were discrepant: patient 1 initial sodium result was 98 mmol/l and initial chloride result was 95.6 mmol/l. The repeat sodium result was 143 mmol/l and repeat chloride result was 135 mmol/l. On (B)(6) 2015, patient sample 2 initial sodium result was 108 mmol/l and repeat result was 139 mmol/l. The initial results were released outside the laboratory and the repeat results were believed to be correct. The patients were not treated based on the results. There was no adverse event. The electrode lot numbers and expiration dates were requested, but were not provided. The field service representative found there was possible contamination of the consumables. He inspected the ise unit, verified all alignments, ran ise checks, a precision check, calibration and qc.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.